Event description:
Customer reports lancet will not retract after firing into the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.